Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: 11/12/2015; log dates through 10/29/2015 to 11/12/2015: power consumption above normal operating range. Additional notes: 105 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 8.5 w. -a rise in power consumption has been logged starting (B)(6) 2015 outside of normal power consumption heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient required to be transported to the hospital for urgent admission due to gross hemolysis. Prior to the admission the patient contracted the vad coordinator and stated that he had elevated pump powers and flows for several days preceding the high watts alarms (>6 watts) today. The patient described having flows > 10 liters (baseline 5 liters) and powers > 7 watts (baseline 3-4). The patients hct setting was changed from 25 to 33 upon arrival at medical center. On admission the patient had normal inr's that were within range. Patient was asymptomatic upon arrival with the exception of wine colored urine. Patient was immediately started on a heparin drip. A trans thoracic echocardiogram was performed due to suspicion of pump thrombus and it was noted that no thrombus was visualized on the imaging. The decision was made to administer tpa to the patient systemically vs. Pump exchange. Before the tpa infusion was completed, the patient's flows were back down to 5 liters and pump powers were back down to 2.9 watts and the labs returned to baseline within 24 hours. Three days after the initial tpa administration heparin was started. On 11/12/2015 log files were sent to manufacturer due to suspected pump thrombosis. On 11/13/2015 recent log files were sent to manufacturer, post tpa administration (given at approximately 5pm pacific standard time). It was said as result of the powers improving patient got lysis again on sunday. Physician stated he "will keep patient on IV heparin until the ldh < 300 x 48 hrs. (Down to 600 now) and pfhb < 16 x 48 hrs. And inr ~ 2.5 x 48 hrs., then he can go home." It was also stated by the physician that he ordered a "thrombotic panel" when patient was admitted and "factor v leiden, pro thrombin 20210, protein c/s, and anti-phospholipid antibody were negative." Patient "lupus anticoagulant came back "positive" today, so that may be why, I have to double check to make sure it was drawn off coumadin, but if it was, we may have an explanation." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.